Event description:
It was reported that the customer's blood glucose level was 523 mg/dl because customer ate breakfast, went back to sleep, and forgot to bolus for a meal. Customer stated there was no pump issue. Customer requested that tandem technical support remain on the telephone while customer delivered a 4 unit correction bolus. Customer delivered the bolus successfully.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.